Event description:
Reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024 , it was reported that the patient went to emergency room due to high blood glucose levels. Patient's blood glucose at the time of issue was 499 mg/dl. Patient was treated via intravenous drips and saline. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.